Manufacturer narrative:
A batch record review of lot c359 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trend was detected for this complaint category. CAPA (B)(4) was initiated for complaint category, centrifuge bowl leak/break. Service order, (B)(4), feedback: the service technician on 02/02/2015, replaced the leak strip and o-ring connected to the leak strip then he cleaned the unit for any possible left over blood. After replacing the damaged part and performing the system checkout on the unit, the technician was receiving prime 1 alarms. The service technician returned the next day, 02/03/2015, with a fellow service technician and they reinspected the unit. They also fully cleaned the unit again. They performed the system checkout procedure and made the necessary changes to any calibrations that were needed. Everything was in working order but the service technicians now noticed a loud noise coming from the centrifuge when performing the system checkout. A new centrifuge bowl clamp assembly was ordered. The fellow service technician returned on 02/05/2015 and determined the noise was coming from the sensorized drive tube clamp. The service technician replaced the clamp and cover, but the instrument was still making noise. The service technician will check with the customer at a later time to see noise issue. Product return analysis feedback: the kit was returned for analysis. The analysis verified the reported bowl break. However, the cause for the bowl break could not be determined, nor was it possible to determine if there was a fault in the bowl which caused or contributed to this incident. Based on the analysis for this complaint, no remedial action was taken. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process.

Event description:
The customer called to report a centrifuge bowl break during the first 7-10 minutes of the patient treatment. The customer stated that there was no alarm just the loud noise of the bowl breaking and damaging the centrifuge chamber. The customer explained that she immediately turned the instrument off and disconnected the patient. The customer did start a new treatment on a different instrument using the same kit lot and was able to treat the patient without any further alarms or complications. The patient was reported to be in stable condition. The treatment used double needle peripheral access with two 20 gauge angio-catheters, collecting at 20ml/min and returning at 5ml/min the patient's platelet count was 352, 000 using 10, 000 units of heparin in a 500ml bag of normal saline with an a/c ratio set at 8:1. Service order, (B)(4), was generated to clean the instrument and to replace the damaged centrifuge leak sensor strip. The kit was returned for evaluation.